Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received but a review of the production floor inventory was conducted. Visual inspection of the production floor inventory found no discrepancies and no occlusions were detected during testing. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D5 operator of device is patient/consumer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the patient experienced occlusion pump error while getting ready for bed. No patient injury was reported.